Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer gave a manual insulin injection and resumed insulin to resolve the issue.